Event description:
Disconnected charger after overnight charge and knee went into safety mode. New information from 12.04.22: there will be a delay in sending the x3 for the repair as the client has had a fall and is currently in hospital. Once they are out of hospital and are able to come in I will be able to send their x3 down. I have just spoken to (B)(6) (clinician) at (B)(6) who reports the following feedback form client: client was aware that the 3b5-3 x3 was in safety mode with higher knee flexion resistance. Client was walking out of camping trailer carrying a chair. Client reports that osseo integrated implant "fail safe / pin" mechanism malfunctioned resulting in the implant rotating approximately 30 degrees. Mechanical fall occurred resulting in fractured hip and femur. Client has been flown down to (B)(6) hospital for urgent review and surgery with osseointegration team.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Disconnected charger after overnight charge and knee went into safety mode. New information from (B)(6) 2022: there will be a delay in sending the x3 for the repair as the client has had a fall and is currently in hospital. Once they are out of hospital and are able to come in I will be able to send their x3 down. I have just spoken to virginia lennard (clinician) at northern prosthetics who reports the following feedback form client: 1) client was aware that the 3b5-3 x3 was in safety mode with higher knee flexion resistance. 2) client was walking out of camping trailer carrying a chair. 3) client reports that osseo integrated implant "fail safe / pin" mechanism malfunctioned resulting in the implant rotating approximately 30 degrees. 4) mechanical fall occurred resulting in fractured hip and femur. 5) client has been flown down to (B)(6) hospital for urgent review and surgery with osseointegration team. Knee taken off the charger, vibrated 30 times and beeped then has gone into safety mode while waiting for loaner, patient had a fall while stepping out of his caravan and has fractured his hip and osseo implant required surgical repair - surgical repair to neck of femur fracture, and fractured femur from osseo implant rotating in femur further information from 26.04.2022: after discussing with the clinician (virginia lennard) at northern prosthetics again today, please see below timeline of events: - (B)(6) 2022 - client called clinician advising that 3b5-3 x3 knee joint had entered safety mode following disconnecting from the charger and eliciting the error "severe error/indication of safety mode activation" - (B)(6) 2022 - clinician submitted loaner request form to ob service centre requesting for loaner unit for (B)(6) 2022 (client unable to attend until (B)(6) 2022). - (B)(6) 2022 - ob service centre create repair request and notify clinician that they are expecting components from germany in coming days. - (B)(6) 2022 - client has mechanical fall while walking out of camping trailer carrying a chair. Client was aware that the 3b5-3 x3 was in safety mode with higher knee flexion resistance than basic setting. - (B)(6) 2022 - client admitted as inpatient to (B)(6) hospital with fractured hip / femur. - (B)(6) 2022 - client informs clinician of fall and contacts osseointegration surgical team in sydney reporting that fail safe mechanism on dual cone within implant malfunctioned resulting in implant rotating approximately 30 degrees. - (B)(6) 2022 - client flown down to (B)(6) hospital for urgent review and surgery with osseointegration surgical team. - (B)(6) 2022 - ob service centre received loaner component from germany and notify clinician that component being sent out ((B)(6) 2022)